Manufacturer narrative:
Additional information: device available for evaluation. Plant investigation: the power supply was returned to the manufacturer for physical evaluation. The actuator board was not returned for evaluation. The power supply was received with no signs of physical damage. The power supply was installed into a test machine. The test machine powered on with a ¿24v low¿ alarm. The failure was due to a defective capacitor (c2) on the power supply. Capacitor (c2) was replaced and the power supply was reinstalled and retested on a test machine. The test machine powered on with the ¿wd: fail long pulse¿ alarm. The failure was due to a shorted transistor (t3) on the power control board. Transistor (t3) was replaced and the power supply was reinstalled and retested on a test machine. The test machine powered on without alarms or failures. The test machine completed a rinse program without any failures. The test machine completed a heat disinfection program without any failures. The test machine functioned properly during dialysis. The test machine went through a self-test and passed. There was no smoke, burning smell, or damage to the ic4 during testing. The shorted transistor (t3) was connected pin 3 of ic4, which caused the thermal event of ic4. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burning smell and smoke was observed coming from the machine during use. There was no visible spark, flame, or arcing observed. The machine had not had prior electrical issues. A regional equipment specialist (res) serviced the machine and found a component on the actuator board was damaged and causing the burning smell. There was no burned, charred, or melted components. There was no smoke residue present in the card cage or cabinet. The actuator test board, power supply, and cdx board were replaced to resolve the issue. The machine was returned to service. That a patient was on the machine when the issue occurred, and confirmed the patient was moved to a new machine, and completed treatment with no blood loss, injury, adverse event, or medical intervention.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site investigation was performed by a fresenius regional equipment specialist (res). The res stated the cause of the smell was a damaged ic32 component on the actuator board. There were no burned, charred, melted components or smoke residue present in the card cage or cabinet. The res resolved the no power issue by replacing the actuator/test board, the power supply and the cdx board. The machine passed functional testing and was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.